Event description:
It was reported that during uterine detachment and colpotomy in a robotic laparoscopic hysterectomy, a red alarm occurred for the monopolar curved shears (mcs), instructing the surgeon to withdraw the instrument to resume use. At the same time, the surgical team noticed that one jaw of the bipolar fenestrated graspers (bfg) was broken, although no system error was displayed. The scrub nurse and anesthetist reported hearing a noise before the issue occurred, indicating that the mcs and bfg may have collided inside the patient during the procedure. The broken bfg jaw was located inside the patient and retrieved at the bedside by the surgeon. The damaged bfg and mcs were replaced, and the surgery was completed without further issues. The incident delayed the procedure by approximately 10 minutes. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.